Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The pump was filled on (B)(6) 2013 but was not reprogrammed. The empty reservoir alarm is going off. The patient experienced spasms. Additional information reported that on (B)(6) 2013 the patient started to have spastic episodes every day. It was believed it was due to the pump. The patient experienced symptoms of withdrawal noted as spastic episodes and high heart rate. The patient ¿breathes really fast¿, was sweaty and their heart rate would go to 180. The patient was given ativan or valium and following the medication the patient was ¿ok.¿ the patient was hospitalized. On (B)(6) 2013, a representative went to interrogate the pump. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown; product type programmer, physician. (B)(4).